Event description:
Info was received that reported a pt was hospitalized in 2008, due to an incident of hyperglycemia. Pt reports her blood glucose had been labile and running high for several days. When her blood glucose became elevated she went to the hospital. She was treated with insulin and IV fluids. The insulin pump will be returned for eval; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Eval summary: the suspect device was returned and evaluated. Delivery and accuracy tests were performed, the device was found to pass all delivery and accuracy tests. The pump history was downloaded and analyzed to anomalies were found. No operational or functional failure was detected and the product was within specification.